Event description:
It was reported to boston scientific corporation that a resolution clip device was used during a haemostasis procedure performed in 2009. According to the complainant, during preparation, the clip was not able to be exposed because the catheter sheath was stretched. The procedure was completed with another resolution clip device. There were no pt complications reported as a result of this event. The pt's condition at the conclusion of the procedure was reported to be okay.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a supplemental medwatch will be filed.